Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 8.5cm in diameter thoracic aortic aneurysm. It was reported that on an unknown date, a talent taa stent graft was implanted just distal to the brachiocephalic artery. Prior to the talent implantation, a right to left axilla bypass surgery was performed using another manufacturer's stent graft with an 8mm ring support. A lcca bypass surgery was also performed. On an unknown date approximately 3 months after the initial procedure, a dissection was confirmed in the descending aorta. The patient was given medication; no intervention has been performed. No further information is available for this event. No additional clinical sequelae were reported. A review of a single returned cta image showed a dissection distal to the stent graft in the descending thoracic. No stent graft issues were observed.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (dissection), unapproved use of device (implanting in zone 1 covering lcca). Evaluation, conclusions: operational context contributed to event (implanting in zone 1 covering lcca).